Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor glucose discrepancies. Her blood glucose level would be about 100 mg/dl but the insulin pump would tell her it was 200 mg/dl. It was noted that they received a battery failed alarm. The customer stated they will need to get a new battery and would call back. The device will not be returned for analysis.